Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Correction to d4 (UDI), e2 (health professional) and e3 (occupation). Updated h4 (device manufacturer date). Based on the results of the investigation, olympus confirmed the presence of foreign material, but the type of material could not be identified. There was no physical damage at the place where the foreign material remained. The customer stated there were no malfunctions with the reprocessing accessories. There were no delays in pre-cleaning or manual cleaning. An air/water flush was performed during pre-cleaning. For manual cleaning, the endoscope was flushed with detergent. For manual cleaning, the distal end was wiped/brushed. However, the root cause of the foreign material remaining in the device was not conclusively specified. The event can be detected/prevented by following the instructions for use (IFU): IFU states the detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. IFU states the preventative measures in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign objects in th nozzle. There were no reports of patient involvement.